Event description:
It was reported that the clear tubing separated from the white plastic adapter connected to the longer sturdy tubing during the exercise. The date of event was on (B)(6) 2025. The event occurred during use. There was no patient involvement.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.